Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's piggyback light adjustable lens was explanted due to uncontrolled uveitis glaucoma hyphema (ugh) syndrome. The site indicated that the lens was "too fat" in the sulcus. Prior to the explant procedure, the patient was placed on steroids for 2-3 months to address the anterior chamber reaction. No additional information is available.